Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms during prime. The customer's blood glucose level was reported to be 213mg/dl. Troubleshoot was reported to not be possible due to alarm being resolved by set change. It was reported that the customer was advised to call back when issues occur. It was reported that the customer was sent replacement.